Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the (B)(6) of touch contamination / patient did not wear a mask and peritonitis with culture positive for (B)(4) in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On an unreported date, the patient did not wear a mask which caused peritonitis on (B)(6) 2012. The patient was not hospitalized. Treatment was not reported. The patient was recovering from peritonitis. Outcome of did not wear a mask was not reported. Action taken with dianeal therapies was not reported. Concomitant medications were not reported. An opinion of causality was not provided. Upon follow up information, the nurse confirmed peritonitis and clarified that the cause of peritonitis was touch contamination and patient did not wear a mask. Per the nurse, the events were not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11k15086 and h11j09040 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the use error which caused the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.